Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 105 units. Reportedly, the cartridge was filled with 300 units of insulin; however, the customer reported that the cartridge may have been overfilled. Although requested, the customer declined to load a new cartridge or perform troubleshooting with tandem technical support. Blood glucose level was 205 mg/dl.